Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose level was 400 mg/dl. The customer attempted to treat the high readings via pump, but received no delivery alarms. The customer stated that the alarm did not occur during manual prime. The customer was not able to troubleshoot during time of call. The customer was advised to monitor and call back if the alarm occurs again.